Manufacturer narrative:
The manufacturer previously reported this device under recall z-1974-2021. After further review, the manufacturer concluded the reported device is not under recall. In section b5, describe an event or problem that should be reported as: the manufacturer received information alleging issues with a dreamstation expert device that was returned to a third-party service center. There was no report of patient harm or injury. During the evaluation of the device, the third-party service center visually inspected the device and found no evidence of foam degradation. There were secondary findings that unit's power connector was corroded with corrosion on metallic surfaces. The device was scrapped. The section h7 remedial action initiated, and section h9 recall (z) number would not be applicable, which has been corrected in this report. The section h6 component code was captured incorrectly in previous report, it has been updated and corrected in this report.

Manufacturer narrative:
H3 other text : device serviced by third party service center.

Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information in relation to a dreamstation expert. That the device power connector was corroded, and corrosion on metallic surface. There was no patient harm or injury. During the evaluation of the device, the third party service center visually inspected the device and found no evidence of foam degradation. There were secondary findings of corrosion. In addition, the device was scrapped.